Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm diameter thoracic aortic aneurysm in zone 3 approximately four months ago. The proximal aorta was 34-25 mm in diameter and 48 mm in length. The distal aorta was 36-28 mm in diameter. Right iliac artery was 9.5 mm in diameter and the left iliac artery was 10 mm in diameter. The right femoral artery was 9.6 mm in diameter and left femoral artery was 9 mm in diameter. There was no access or aorta tortuosity. The access vessels had no calcification and the aortic neck had no mural thrombus. A distal type 1b endoleak was discovered approximately three years post implant. Approximately three weeks ago, a secondary endovascular procedure was performed by implanting a 42x38x150 valiant stent graft in the distal portion of the previously placed stent graft. Another 38x100 stent graft was placed as well. Both stent grafts were ballooned and at the end of the procedure there were no endoleaks. The investigator assessed this event to be related to the study device but not to the study procedure. No additional clinical sequelae were reported and the patient is fine. Films post implant (approximately four months ago) show that contrast is filling the taa at the stent graft distal margin. The thoracic aorta flow lumen diameter just distal to the stent graft is approximately 40 x 44mm. There was likely disease progression. Films immediately post-implant and post-secondary were not returned for evaluation. Please note that this model number tf3636c200xc is not approved in the united states; however, it is similar to the vamf3636c200tu which is approved in the united states.

Event description:
Additional information was received as follows: the patient has flank pain that was treated with medication five days post-secondary intervention.

Manufacturer narrative:
(B)(4). Evaluation method: (film). Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (disease progression).